Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a versacross connect kit was selected for use during a laac - left atrium appendage closure. A pericardial effusion occurred. A small baseline pericardial effusion was noted prior to the procedure. It was a difficulty transseptal, the heart seemed to be rotated so we had difficulty navigating to left atrium appendage - laa. The sheaths were exchanged from a double curve to a single. There were multiple attempts required to track up / drop down into position on septum before tsp was performed. Following the successful completion of the implant procedure, it was observed via transesophageal echocardiogram (tee) the pericardial effusion had doubled in size. A pericardiocentesis was performed and the patient fully recovered. The patient was discharged one day post procedure. The physician believes that the effusion was from transseptal puncture. No surgical interventions were needed. The effusion was not found until after procedure was completed with a successful watchman deployment. The physician did not know when/where effusion began, and it stated it probably happened at transseptal. An act 261 after tsp and heparin given. The device is not expected to be returned for analysis.

Manufacturer narrative:
UDI related data quality updates only. This report is being filed as a correction in response to an FDA request. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a versacross connect kit was selected for use during a laac - left atrium appendage closure. A pericardial effusion occurred. A small baseline pericardial effusion was noted prior to the procedure. It was a difficulty transseptal, the heart seemed to be rotated so we had difficulty navigating to left atrium appendage - laa. The sheaths were exchanged from a double curve to a single. There were multiple attempts required to track up / drop down into position on septum before tsp was performed. Following the successful completion of the implant procedure, it was observed via transesophageal echocardiogram (tee) the pericardial effusion had doubled in size. A pericardiocentesis was performed and the patient fully recovered. The patient was discharged one day post procedure. The physician believes that the effusion was from transseptal puncture. No surgical interventions were needed. The effusion was not found until after procedure was completed with a successful watchman deployment. The physician did not know when/where effusion began, and it stated it probably happened at transseptal. An act 261 after tsp and heparin given. The device is not expected to be returned for analysis.